Event description:
The (B)(4) study for patient with ID (B)(4) indicated that approximately nine months after the index procedure to treat a non-ruptured aneurysm of the right middle cerebral bifurcation with an enterprise stent and two trufill coils, angiography showed that there was residual aneurysm that was considered worse in comparison to immediate angiographic results, additionally, the stent migrated without clinical consequences. No treatment was performed or planned, and the modified rankin scale remained at 0. Angiograms performed did not provide information as to the cause of the reported events. Vessel size was not available at this time. The aneurysm was located in a bifurcation, and thus the vessel proximal size was wide and the vessel distal size was narrow. Distal part of the stent was position just along the distal vessel, and just a little part of the stent was deployed in the distal vessel. Major part of the stent was deployed in the proximal vessel which was wide, and that could explain the stent migration. Aneurysm is re-canalized; however, no re-intervention is planned, because this is a small aneurysm. Investigator decided to purchase the clinical and angiographic follow-up every year. Patient has no clinical symptom.

Manufacturer narrative:
The index procedure data indicated that the patient had a previous subarachnoid hemorrhage from another aneurysm >1 month. The pre-procedure wfns and modified rankin scale were both 0. The non-rupture aneurysm was located in the right middle cerebral artery and measured sac height of 1mm, sac width was 2.8mm and the neck was 2.1mm. A balloon was utilized prior to stent. An enterprise (enc 451412/13470928) was placed at the site, and two coils (trufill dcs orbit 2mmx6mm helical 637hf0206/134 59 510 and a trufill dcs orbit 3mmx4mm complex 637mf0304 lot 133 48 444) were placed within the aneurysm. Complete occlusion was of the aneurysm was confirmed, and no technical adverse events were noted. The post-procedure mrs was 0. The medications given pre-procedure consisted of aspirin, antiplatelets, intra-procedure heparin and antiplatelet, and post-procedure aspirin and antiplatelet. The pt pre procedure was 94%, and inr at 1. No additional information available in the patient medical file. Additional information will be submitted within 30 days of receipt. This is one of three products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00090, 1058196-2011-00091 and 1058196-2011-00092.

Manufacturer narrative:
The (B)(4) study indicated that approximately nine months after the index procedure to treat a non-ruptured aneurysm of the right middle cerebral bifurcation with an enterprise stent and two trufill coils (637mf0304 and 637hf0206), angiography showed that there was residual aneurysm that was considered worse in comparison to immediate angiographic results, additionally, the stent migrated without clinical consequences. No treatment was performed or planned, and the modified rankin scale remained at 0. It was reported that angiograms performed did not provide information as to the cause of the reported events and vessel size was not available at this time. However, it was reported that the aneurysm was located in a bifurcation, and thus the vessel proximal size was wide and the vessel distal size was narrow. The distal part of the stent was positioned just along the distal vessel, and just a little part of the stent was deployed in the distal vessel. It was reported that the major part of the stent was deployed in the proximal vessel which was wide, and it was reported that could explain the stent migration. The aneurysm height was 1mm, sac width 2.8mm, and the neck was 2.1mm. A balloon was used prior to the stent. The index procedure was stopped due to treatment achieved with complete occlusion of the aneurysm. The aneurysm is re-canalized; however, no re-intervention is planned, because this is a small aneurysm. It was determined that clinical and angiographic follow-up will be done yearly. The patient has no clinical symptom. The devices remain implanted and therefore are not available for analysis. A review of the manufacturing documentation associated with 637mf030 lot 13348444 presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13348444 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include neck size, packing density, and inflow angle. Procedural factors and vessel/aneurysm characteristics may have contributed to the reported aneurysm re-canalization. There is no indication of any device manufacturing issues related to the event. Therefore, no corrective actions will be taken. This is one of three products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00090, 1058196-2011-00091 and 1058196-2011-00092.